Manufacturer narrative:
Concomitant product(s): h607m63 heart band, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called and stated they had problems with their most recent implantable pulse generator (ipg). Specifically, the patient noted palpitations and having to go in twice to have a "sensor" shut off. Follow up is not available due to the hospital and physician associated with (B)(6). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.